Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was a foreign object in the nozzle. It was confirmed that the foreign material residue point was free of deformation. Additional findings include; the light guide lens had a crack and angle wires were stretched. The connecting tube had discoloration, a wrinkle, dent, and scratch. The following units had a scratch; plastic distal end cover, switch box, switch one, bending section cover. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to adhesive peeling around objective lens, streak of flare appeared in the image. Light guide lens had a crack and adhesive around objective lens was peeled. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive on bending section cover had a chip. Adhesive around light guide lens is peeled and due to damage, switch two did not work. Based on the results of the investigation, it is likely that the following led to the malfunction; that the subject event was caused by a defect of the endoscope according to the inspection result as nozzle had foreign objects. A definite root cause cannot be identified. A device history review revealed it was confirmed that the device was shipped in conformity with specifications. This issue is addressed in the instructions for use (IFU): instructions, operation manual for gif/cf/pcf-260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions/ reprocessing manual for gif/cf/pcf-260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was angulation with the video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.